Manufacturer narrative:
E1: initial reporter facility name. H10: a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿gel-like matter¿ was observed inside the tubing of a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to e1 (initial reporter facility name), g4, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a clear, round, intrinsic and partially encapsulated embedded particulate matter (pm) inside the drain line tubing. The reported condition was verified. The source of the particulate matter was determined to be intrinsic to manufacturing process and likely from pin buildup of burnt material that occurred during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.